Manufacturer narrative:
H6 - 4581: shallowing of ac secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and shallowing of anterior chamber. The lens was exchanged for a same model, power but shorter length lens. The problem was resolved. Cause of the event was reported as unknown.